Event description:
It was reported that the pump was not delivering boluses as intended. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer required assistance from the contact to address bg with a manual injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.